Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare specialist that the patient side collar on an expiratory limb of an rt265 infant evaqua 2 breathing circuit was found to be cracked after five days of use with an e360 ventilator. No patient consequence was reported.

Manufacturer narrative:
(B)(4) method: the complaint rt265 infant evaqua2 breathing circuit was returned to fisher & paykel healthcare (B)(4) for evaluation and was visually inspected. Results: visual inspection revealed that the patient end connector on the expiratory limb was cracked. A lot check revealed one other complaint for lot 130418. Conclusion: although additional information was requested from the hospital to determine what caused the reported damage, we were unable to determine what led to the connectors cracking. All rt265 infant evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The hospital reported that the breathing circuit was used for five days prior to the observed cracking. This suggests that the complaint circuit was within specification prior to being released for distribution. Our user instructions that accompany the rt265 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare specialist that the patient side collar on an expiratory limb of an rt265 infant evaqua 2 breathing circuit was found to be cracked after five days of use with an e360 ventilator. No patient consequence was reported.

Manufacturer narrative:
The complaint rt265 infant evaqua2 breathing circuit was just returned to fisher & paykel healthcare (B)(4) for evaluation. A follow-up report will be provided upon completion of our investigation.